Event description:
Telemetry issues were reported. The neurostimulator was overdischarged for several months. Pt compliance was the primary reason for overdischarge. The stimulation was in the right location during programming sessions, however, the pt was not able to adjust the stimulation afterwards to cover the pain area and discontinued use of the stimulation therapy. A device flip was not confirmed. Physician mode recharge(s) were recommended. A total of five hours of physician mode recharges were performed by the MFR rep and the pt. At the end of the fifth session, the regular recharge screen appeared. The MFR rep planned to meet with the pt to clear the power on reset so the pt could receive stimulation. The pt was scheduled to have the device explanted.